Event description:
Patient 22 of 25. It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, there were erroneous results-(high toluene) seen in a patient sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: patient 22 of 26. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples of the incident lot were evaluated by visual observation and no issues were identified. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for toluene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed with respect to (erroneous results-toluene) . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Patient 22 of 26: it was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, there were erroneous results (high toluene) seen in a patient sample. No adverse impact was reported regarding the patient or user.